Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Investigation: failure description: we received three cartridges. Cartridge "a": according to specifications, all eight clips are in place. No deviation can be found. Cartridge "b": the sliding sheet is detached, but all eight clips are in place. Most likely the slider has come off during reprocessing or transport back to aag. Cartridge "c": the sliding sheet is bent and deformed. The distal nose is broken off. The fragment is not available for investigation. Three clips remained in the cartridge. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. Only pictures of the faulty clips were provided. According to the sales representative, it was not possible to replicate a crossing of the clips outside of the patient. A functional test was carried out using the provided cartridge "a" and a pl536r shaft and pl520r handle from the warehouse, successfully. Therefore, we assume a usage related error in situ, most likely caused by an overload situation or a too fast application. This would also be an explanation for the broken distal nose and the deformed sliding sheet. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most provably related to an insufficient usage. No CAPA necessary.

Event description:
The reporter indicated the clips crossed over intraoperatively. The reporter indicated that the clips were crossing over inside the patient. This event could not be replicated outside of the patient. No other information has been provided.